Manufacturer narrative:
(B)(4). The device was not returned for investigation. However, pictures were made available, and based on the information from the complaint tracking system (cts), previous CAPA, provided pictures and manufacturing controls, the following facts were concluded: all manufacturing controls were found acceptable and effective to detect the reported failure mode. Inflation and deflation tests are performed on all taperguard products prior to release. The operator inspects all products for no leaks and segregates the defective devices. All taperguard products, after inflation, have a resting time of two hours. Once the part is visually inspected, instructions guidelines are provided for the cuff deflation. The failure mode was confirmed with visual evaluation of the provided pictures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that prior to use, a shiley tracheostomy tube cuff had a leak confirmed. There was no patient involvement.